Event description:
The customer reported that a pt death occurred. There was no allegation that any philips device was a factor in the death.

Manufacturer narrative:
The customer reported that a pt death occurred. There was no allegation that any philips device was a factor in the death. The issue was that when the customer went to record the time of death, they noticed there was a 12 minute difference in the time on their wall clock/wrist watch and the time at the database server and monitors. The customer said the dbs, info center and bedsides were all reporting the same time but the time was ahead of their wall clock time. The customer initially thought this was due to a loose cat5 cable on one bedside device, however, this would not explain the discrepancy across all monitoring devices. We will consider that the exact cause of this issue remains unk, though the customer has not reported further issues of this type. We will consider this issue to represent a malfunction whose cause has not been determined. The 12-minute time discrepancy had no impact on real-time monitoring. Based on the absence of subsequent calls for this type, we will consider that the issue has been resolved. No further investigation or action is warranted.